Event description:
It was reported that the pump touch screen was discolored. The customer's blood glucose was 267 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and manual injections as alternate insulin therapy.